Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The discovered system error 322 was confirmed to have occurred prior to device eval through the event history log. Review of known contributors led to the conclusion that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's device eval, the device displayed a system error 322. There was no pt involvement.